Event description:
According to the reporter, the unit needs to be evaluated, device was sequestered with accessories. Patient was reported to have a burn on the right upper arm from the unit. Hydrogel and foam dressing was done to treat the burn site. A photo was attached showing the burn on the patient's skin. A non-(B)(6) pencil was used together with the device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).